Event description:
The customer reported that the sys was not saving pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep evaluated the sys and could not reproduce the reported problem. The system operates as intended.